Event description:
It was reported by the affiliate that the (1) tlc10 was used during an unk procedure. It was reported that the staples were malformed. The case was completed with a new device and there was no consequence to the pt.